Manufacturer narrative:
No device was received for analysis at the time of submission of the initial 3500a. Since the product was not returned for analysis, no product failure analysis can be conducted and no determination of possible contributing factors could be made. Device history record (DHR) review cannot be conducted because the no lot number was provided by the customer. Concomitant products were used during this study: carto mapping system. (B)(4). Manufacturer's ref. No: (B)(4). The device was not returned to bwi.

Event description:
This complaint is from a literature source. It was reported that (B)(6) patients with structural heart disease undergoing vt ablation using the cartounivu module. (B)(6) patient developed an arterial pseudoaneurysm and required surgical repair with complete recovery and no long-term sequelae. Additional information was received indicating that the procedure went fine and the day after the patient was not felling good and after some tests the pseudoaneurism was found. The doctor assesses that the adverse event was not related with any of bwi products or the procedure itself. Title: "safety and feasibility of a minimally fluoroscopic approach for ventricular tachycardia ablation in patients with structural heart disease." The purpose of this study was to evaluate the safety and feasibility of a minimally fluoroscopic approach using the cartounivu module during scar-related ventricular tachycardia (vt) ablation. The study was conducted from (B)(6) 2014 to (B)(6) 2015. Suspected device is thermocool smarttouch ablation catheter, however catalog and lot number are unknown.